Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a "cardiac event" prior to an scs system permanent implant procedure on (B)(6) 2018. It was stated the patient was in the operating room (or), but an incision had not been made and no product was opened. A company representative stated the patient's blood pressure dropped and the or nurses could not find a pulse. The patient was resuscitated and the surgery was canceled. Additional information revealed on (B)(6) 2018, the patient was still non-responsive. However, further information revealed the patient is now awake, but on a ventilator. No other information is known at this time.